Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's rv lead displayed noise and high pace impedance measurements. The patient was seen for a revision procedure where the pocket was opened; the setscrew was noted to be tight. The lead was disconnected from the device and tested via the pacing system analyzer (psa); no noise was noted. The lead was re-inserted to the device with resolution of the clinical observations. It was suspected that the lead was originally under-inserted. The device remains in service.